Event description:
The customer contact reported the device did not deliver. On (B) (6) 2010 at an unspecified time, an unspecified channel of the device was programmed to deliver tpn (total parental nutrition), at the rate of 80ml/hr, a 2000ml vtbi (volume to be infused), and the delivery was started. No further programming parameters were provided. On (B) (6) 2010 at an unspecified time, the customer reported the pump was reprogrammed to deliver at a rate of 40ml/hr. On (B) (6) 2010 after reportedly a full day of delivery, the staff noted the solution container was still full; however, the infusion indicator light was green indicating the device was delivering. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, channels a and b delivered a measured volume of 20ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The pump history was download at the service center. On (B) (6) 2010 at 1703, channel a was programmed to deliver tpn, at a rate of 80ml/hr, vtbi 500 ml, for a duration of 6hrs 15min and the infusion was started. At 1330, the infusion was complete. Channel a was reprogrammed to a vtbi 500ml, for a duration of 6hrs 15min and the infusion was started. A new day stamp (B) (6) 2010 at 00:00. At 0502, 4 distal occlusion alarms occurred and were cleared. At 0548 channel a was reprogrammed to deliver a vtbi 400ml, for a duration of 5hrs and the delivery was started. At 1048, the infusion completed and the pump was reprogrammed to deliver a vtbi 500ml, for a duration of 6 hrs and the infusion was started. At 1721, the infusion completed and the pump was reprogrammed to deliver a vtbi 200ml, for a duration of 2hrs 30min, and the delivery was started. At 1923, the infusion completed and the pump was reprogrammed to deliver a vtbi 2000ml for a duration of 25hrs and the infusion was started. A new day stamp (B) (6) 2010 at 00:00. At 0753, the infusion was stopped and the pump was reprogrammed to deliver at a rate of 40ml/hr, vtbi 1001.750ml, for a duration of 25hrs 03min, and the infusion was started. At 1815, the infusion was stopped. Between 1815 and 1829 there were 14 check cassette alarms. At 1831, the pump was powered off. (B) (4). (B) (4)